Manufacturer narrative:
Paramedics opened new transport chair and attempted to lift patient that is described as 230-240lbs when patient was placed in chair and attempt to lift and move to stair chair the transport chair ripped down the middle seam, causing the patient to drop and the medic catching the patient cause their arm to be injured, and he was placed off work. Investigation results: this product was produced prior to a product design change that was put in place to mitigate this matter.

Event description:
Paramedics opened new transport chair and attempted to lift patient that is described as 230-240lbs when patient was placed in the chair and they attempted to lift and move the transporter chair, the transport chair ripped down the middle seam, causing the patient to drop. The medic caught the patient to ease the fall. The medic's arm was injured, and he was placed off work.